Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the button malfunction did not impact the ongoing procedure, which was completed successfully. The philips remote service engineer (rse) inspected the system remotely and confirmed that the buttons on the imaging module were not functioning. Upon troubleshooting, it was confirmed that the imaging module button (wedge control) was defective. The rse ordered a replacement part. To resolve the issue, the customer subsequently replaced the imaging module. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury; as such, the complaint was reported. Since that time, new information has been received, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it on the same system as planned. The procedure was finalized without delay on the same system and is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the buttons on the imaging module were not working which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.